Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via web form entry that the insulin pump had damage on reservoir lip ring. The customer¿s blood glucose level was unknown. Customer stated that reservoir unable to lock in place when inserted into insulin pump. Customer stated that replace the insulin pump for the retainer ring safety noticed. The insulin pump will not be returned for analysis.